Event description:
The hcp reported the pt did not experience great relief, but was persistantly experiencing sedation that increased with an increase in the pump drug rate. Dilaudid was tried, but was not successful. The pt was referred to anothe rhcp for pump explant. The surgeon reported "he thought catheter may have been cut, putting meds into muscle." The pt is reported to have recovered without sequela.